Event description:
A healthcare facility in italy reported that the 900iw130 neopuff infant resuscitator gas supply line connector was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph revealed that the gas supply line connector was detached from the tube. Conclusion: without the subject device, we are unable to determine the cause of the reported event. The neopuff gas supply line is a reusable device and consists of flexible tubing with a plastic connector at one end. The plastic connector fits to the inlet port of the neopuff. Removal of the gas supply line from the neopuff inlet port is normally achieved by clasping and pulling the plastic connector away from the inlet port. If removal is attempted by pulling on the gas supply line tubing instead, it could lead to weakening and tearing of the reusable tube at the tube-connector interface after multiple reuses. The neopuff infant resuscitator user instructions state the following: prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint device for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet connector of a 500rd107 neopuff reusable gas supply line was broken. There was no reported patient involvement.